Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 03-jun-2021 to ensure the initial concern was resolved - able to establish contact with customer who stated that she did not contact distributor for replacement product. Customer stated that the pen needles are working as designed and that the initial concern has been resolved.

Event description:
Consumer reported complaint for the trueplus pen needles, stating some of the 32g pen needles did not accurately dispense her insulin. Customer is using compatible product and the pen needle is properly aligned. The package had not been open or damaged when received. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported. Customer stated she had discarded the alleged defective pen needles.

Manufacturer narrative:
Sections with additional information as of 24-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. Reported defect not reproduced on retention samples. Most likely underlying root cause: mlc-061: improper use/mishandle by end user.